Manufacturer narrative:
Fse arrived at the site to address the reported event. Fse confirmed the error via the error log, realigned the sample nozzle z bottom cup and tube positions, and verified the exam menu liquid level sense precision test. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 13aug2017 through aware date (B)(6) 2018. There were two similar complaints identified during the search period. The aia-360 operator's manual, chapter 7 -error messages and flags was reviewed. A flag is attached to an assay result as appropriate: an error flag if an assay does not complete normally because of a problem or a user flag (normal or abnormal value) to enable the user to discriminate an assay result. When an error flag is attached, the assay result may or may not be available depending on the error. When an error flag is not attached, the result of a normally finished assay is available. If no assay result is available due to an error, take the appropriate action according to section 2.1 "flag lists" and section 2.2 "detailed meanings of flags and action". Ss flag the ss flag occurs when there is insufficient sample. The calibration is rejected and the result is incomplete. The operator is instructed "not to assay". If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to incorrect sample z bottom alignment.

Event description:
It was reported that the customer received short sample (ss) flags on quality control (qc) for their aia-360 analyzer. The customer stated that a field service engineer (fse) had adjusted the probe height recently and that there had been no issues with qc prior to that service. The customer further stated that a transfer pipette was used to measure qc, and that they had visually verified sufficient qc material was in the sample cup. The customer did not get the ss flag when using specimen tubes. Fse was dispatched to address the reported event, which resulted in delay in reporting of patient results for luteinizing hormone (lh ii). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.